Manufacturer narrative:
Sample has been returned for investigation, but the results of the investigation are incomplete at time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: the et would not disconnect from the (B)(6). The pt's vital signs dropped. After the doctor disconnected the tube and removed a clog of unsuspected mucus the et tube functioned fine. No pt injury.